Event description:
It was reported that noise was observed on stored egms. (B)(6) therapy was aborted. All lead measurements were stable and in-range.

Manufacturer narrative:
Mandatory medwatch form was received.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes the lead was explanted and replaced. Subclavian crush suspected.